Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The power cord was confirmed to be operational. No additional information was provided. There was no patient present when this issue was identified.